Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "hole-non specific". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "hole-non specific". This record is for the "right" side. The device was explanted and replaced. Device was returned.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "hole-non specific". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Correction to h6 of previously submitted emdr: type of investigation code b17 was reported in error.